Event description:
It was reported that insulin gauge displayed amount different than expected, showing 0 units when caller expected 50 units, and issue occurred on previous day rather than during call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, accepted offer for email with cartridge loading resources, and was instructed to call back for troubleshooting if problem recurred, which caller acknowledged. Cts to replace pump. Customer will continue to use current pump.